Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was not launching, the system was stuck on a blue screen, and the command was not working. A technical support specialist (tss) observed that the shell infrastructure host had stopped working when the device was rebooted. A clean reboot was done by tss and finally launched the application correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an application did not run, and the system stuck on blue information screen. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.